Event description:
The pt reportedly experienced sound quality issues followed by intermittencies, and loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the pt's device was not functional. Surgery to explant the pt's device has been scheduled.